Manufacturer narrative:
Follow-up repair information: attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support guided customer to pneumatics screen, blower-related parameters. The customer to allow vent to run open-ended while monitoring rpm, current & temp. Cu will call back if further assistance is needed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm after having the unit disconnected from patient for over one hour. The customer reported there was no patient involvement.